Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was not booting up. Analysis of the system log file showed that there was a time out and no communication to the flexvision pc. During troubleshooting, the fse removed the flexvision pc¿s bios battery and found that it only had 0.5 vdc (volts of direct current), instead of the 3 vdc ((volts of direct current). The fse replaced the bios battery in this pc. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.